Event description:
It was reported that this patient received an inappropriate shock due to t-wave oversensing. The patient was lifting boxes on a truck at the time. The patient was seen in hospital, and no noise was observed during provocative maneuvers. The health care professional (hcp) decided to temporarily reprogram the device from secondary vector to primary vector. The hcp sent data over to technical services for analysis. In the meantime, the patient remained admitted to the hospital. Technical services reviewed the device data, and programming and troubleshooting recommendations were provided. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received an inappropriate shock due to t-wave oversensing. The patient was lifting boxes on a truck at the time. The patient was seen in hospital, and no noise was observed during provocative maneuvers. The health care professional (hcp) decided to temporarily reprogram the device from secondary vector to primary vector. The hcp sent data over to technical services for analysis. In the meantime, the patient remained admitted to the hospital. Technical services reviewed the device data, and programming and troubleshooting recommendations were provided. No adverse patient effects were reported. This product remains in service. Additional information received indicates the patient was sent home, and a hospital follow up will be scheduled in the next weeks in order to optimize medical therapy and see if there is another sensing vector that could avoid double counting on the patient's premature ventricular contraction (pvc).